Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. The ins functioned normally throughout the duration of the long term monitor test.

Event description:
It was reported that since implant, the implantable neurostimulator (ins) would turn off ¿all of the time¿ without any action from the patient. It was stated that the ins would stop monthly. The patient experienced less than 50% therapy relief; symptoms came back after implant. It was also stated that after the control, the nurse observed that the ins was off. The ins was then turned back on. Impedance and reprogramming were performed. The ins was subsequently replaced on the date of the report. Replacing the ins reportedly resolved the issue. It later reported that the reed switch was enabled. The patient was receiving effective therapy and the patient was pleased when the ins worked correctly. There was no reported source of electromagnetic interference (emi).

Event description:
Additional information received reported the patient became incontinent when the device would turn off.

Manufacturer narrative:
(B)(6). (B)(4).